Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test no unexpected no delivery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and error test. Unit had intermittent button response on the act button due to flattened dome switch (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly.

Event description:
The customer reported via phone call that they were dispatched from emergency medical service and then went to hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 836 mg/dl. The customer was treated by insulin drip. Troubleshooting was decline for high blood glucose. Customer report cannula was bent. Customer also had blood glucose level of over 600, 546 and over 800 mg/dl. Customer¿s wife reported that the customer was on life support for 18 days and then went to kidney failure. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.